Event description:
On 10/14/2008, abbott point of care was contacted by a customer who reported an I-stat cardiac troponin I cartridge yielded a result of 0.25 ng/ml at 8:11 am. The same sample tested using a lab system yielded a result of 0.01 ng/ml at 9:38 am. Second sample was tested using an I-stat cardiac troponin I cartridge yielded a result of 0.02 ng/ml at 12:21 pm. Same second sample was tested using a lab system yielded a result of 0.01 ng/ml at 13:53. Third sample was tested using an I-stat cardiac troponin I cartridge yielded a result of 0.02 ng/ml at 17:00.